Event description:
Device report received from (B)(6) indicates that during a procedure a drill bit broke and the tip of the drill bit was not retrieved and remains in the pts bone.

Manufacturer narrative:
Manufacturer can not be identified without a lot number. Device is not distributed in the united states. Without a lot number the device history record could not be reviewed, lack of a lot number indicates device was manufactured prior to 1998. The measurable dimensions of the drill bit were checked and found to be in compliance with the technical drawings and ao/asif specifications. The fracture face is homogeneous which indicates material conformity. The remaining cutting edges are blunt and have clearly visible stress marks. No product fault could be detected.